Event description:
Lead was explanted due to an impedance issue. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6.5 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed further cuts into the insulation between 24 cm and 20 cm proximal to the lead tip and a deformed fixation helix, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead fragments did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.